Event description:
The manufacturer received info alleging a patient expired while the ventilator was in use. The evaluation of the device is still in progress by the manufacturer. At this, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.